Event description:
The caller reported the tube was placed in the pt for two weeks and then removed for two weeks and then replaced in the pt for one week at which time it then failed to hold air. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.